Event description:
Patient is a smoker with history of hypertension. Rutherford assessment at time of procedure was severe claudication. During index procedure the physician used three in. Pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa of the right leg. Approximately 7 months post index procedure, revascularisation of the target vessel was carried out due to in-stent restenosis. Two mdt admiral standard pta balloons and 3 non-mdt stents were used to treat the target vessel. The patient recovered. Investigator assessed that the event was probably related to the study device and procedure. Patient had stenosis of the right sfa approximately 9 months post index procedure. The target vessel was treated with thromboendarterectomy. The investigator assessed that the event was not related to the study device and remotely related to the procedure. The outcome is reported as resolved.

Manufacturer narrative:
Evaluation results/conclusion: inherent risk of procedure ¿ (stenosis). (B)(4).